Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause was not determined and the removal date had not yet been established. The issue was not resolved. No further information was known. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that a motor stall and tube set occurred on (B)(6) 2019. They had discussed a pump explant and not replacing it, however it was not known how they would proceed. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was coming back on (B)(6) 2019 to set up a surgery date for removal. No further information was known. No further issues were reported or anticipated.